Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. The 75% stenosed target lesion was located in the calcified and severely torturous left circumflex artery. An unspecified guide wire was advanced but did not cross the target lesion. This wire was exchanged for a second guide wire which successfully crossed. An f/g atlantis sr pro² intravascular ultrasound (ivus) diagnostic catheter was then advanced. Several attempts were made but the ivus catheter would not cross the target lesion. During these attempts to cross, the intravascular ultrasound image was lost and as a result the pre-ivus portion of the procedure canceled. To continue the procedure, pre dilation was performed with an unspecified balloon. A second f/g atlantis sr pro² ivus catheter was then advanced and the lesion was confirmed. An unspecified stent was subsequently implanted. The ivus catheter was again advanced to perform post stent deployment imaging however it was noted that the catheter became stuck or "bumped" either the proximal portion of the implanted stent or a calcified deposit in the vessel and could not cross the lesion. It is unknown if the catheter came into contact with the stent or a calcification. Several attempts were made to cross the lesion, however, the device failed to cross. During these attempts the quality of the image deteriorated and was lost. The procedure was successfully completed with a new atlantis catheter. There were no patient complications and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).